Event description:
It was reported to philips that the device showed an error message during its mechanical test: condenser used up. There was no report of patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed, and the cause was traced to a faulty therapy capacitor. The part was ordered and shipped for replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The part was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.